Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 375cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 11/19/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a breast implant deflation. The device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear at the union between shell and valve. No other anomalies were observed. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).